Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20aug2019. The product support engineer (pse) informed customer the sensor is out of spec and needed to be replaced. The pse gave customer sensor part number and explained how to replace the flow sensor module. The pse called customer back, spoke to a co-worker. He said the unit has been repaired and the case can be closed. There is no confirmation of the specific part replaced. Attempts have been made to have the part returned for failure analysis yet there has been no response from the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failing air flow test. There was no patient involvement.